Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis information product ID# 5086mri45 a proximal portion was received measuring 38.2 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. It was later reported that the right atrial (ra) lead had vegetation.